Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was not delivering the insulin of the basal profile. The patient has been hospitalized due to a "metabolic dysfunction" caused by hyperglycemia. At the hospital the patient received blood glucose results of 330 mg/dl and 370 mg/dl. The patient was put on a "drip" to lower blood glucose levels. At the time of the report the patient was still hospitalized, it is unknown when they will be discharged. The infusion device was requested to be returned for product evaluation.